Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). The unit was analyzed, and the reported failure was confirmed and reproduced when being tested on an in-house system and run in normal mode. The unit has no significant scratches or dents. The front bezel was not cracked.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting c-00 faults on the integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle and hard cycle the iesu, but the faults persisted. Tse advised customer to bring in a third-party generator or a secondary vision side cart (vsc) and the customer agreed. The procedure was completing as planned with no reported injury.